Event description:
The facility reported a colleague infusion pump in which the channel select button on channel c was not working. This problem was identified before use. No pt injury or medical intervention was associated with this event. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.